Event description:
It was reported that during use, foley catheter was inserted due to b>900mls in bladder successfully inserted. However, balloon failed to inflate and catheter came out when gently pulling back the tube to ensure fixed in place.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: prepare the lubricating gel syringe by removing the cap from the syringe tip. For easing with the insertion of the catheter into the patient, dispense the lubricating gel into urethra (according to local protocol). Remove top tray and open plastic pouch (sleeve) surrounding catheter. Proceed with catheterisation according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water - 10 ml. Attach statlock foley stabilisation device to the bifurcation (y-shape) of the foley catheter (statlock foley stabilisation device can be used for up to 7 days) and apply. If the procedure pack includes a leg bag, utilise the leg straps provided to secure the leg bag to the patients leg, making sure not to affect circulation or drainage of urine. Ensure catheter and drainage bag tubing is kink free and drainage bag is positioned below the bladder to ensure urine is flowing freely. Periodic inspection of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, further investigation should be taken in line with local protocol. Correction: e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, foley catheter was inserted due to b>900mls in bladder successfully inserted. However, balloon failed to inflate and catheter came out when gently pulling back the tube to ensure fixed in place.